Event description:
Description from the customer report: " the patient was placed on bypass as an emergency case from (B)(6), being septic and very desaturated. Bypass was initiated and proceeded without incident. On rewarming, blood was given and the po2 was noted to drop to 10 kpa. The fi02 was increased to 90% and then to 100%, the po2 increased to 20 kpa and this was increased to 25 by maintaining a sweep rate of 61pm. The surgeon was notified, but the po2 began slowly falling, and dropped to 14 then 10 kpa, ventilation was initiated and the patient came off bypass without incident. The oxygenator was changed out in case the need to go back on bypass arose, however this was not required." (B)(4).

Manufacturer narrative:
The product has not been requested back for investigation in the laboratory of the manufacturer as the failure is already known. The malfunction has been thoroughly investigated within a previous complaint. Thereby oxygenator was cleaned and a performance test was established. Oxygenator passed within specification. Therefore the cause of this failure was determined too not be attributed to a device related malfunction. This data will be handled through a designated maquet trending process. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.